Event description:
Their operating room satellite pharmacy prepares medications in syringes for use by the anesthesiologists and crna. Starting in 2001 their anesthesiologists and crna started to have a problem when they placed the 10ml bd syringe in a medfusion #2010 pump. The pump would indicate that there was an occlusion. When the pumps were tested with other syringes, no problem existed. Investigation noted that the syringes causing the problem were mfg in a bd facility in singapore. When they switched to bd syringes mfg in the USA, they did not have any problem.